Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 341, which was not reproduced. System error 341 was confirmed through a review of the event history log, however no failed component could be identified as a cause for failure. The device was found to function as designed.

Event description:
It was reported that a spectrum pump displayed system error 341. Any patient involvement, injury or medical intervention is unknown.